Event description:
It was reported that during a thyroidectomy case while on the monitoring screen, the application switched to the set-up screen on its own. After that the stim probe would not work but eventually got it to work again but then there was no activity from the emg tube in monitoring screen. It was at the end of the case and the site did not use the system for monitoring any longer, but finished the case. The issue was not related to the probe or emg tube, as the nim system was working properly for most of the case until somehow it switched to the setup screen. Initially did not worked, but got the probe to work again but no activity from tube following the switch to the setup screen. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.